Event description:
It was reported that a glass loss-of-resistance (lor) syringe component broke during use.

Manufacturer narrative:
It was reported that a glass loss-of-resistance (lor) syringe component broke during use. Reportedly, the tip of the syringe broke. All of the broken glass pieces were located and no serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and the reported problem/issue was confirmed. Testing was performed with a sample lor syringe from stock. The stock lor syringe broke when exposed to extreme force at the tip like the sample returned. It is likely the syringe broke due to mishandling at some point during the lifecycle of the component. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.